Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the cutting wire was not in the correct orientation of 11 o'clock. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the working length was twisted in several locations. Additionally, the device has the working length damaged, and the distal pierced hole (tome's extrusion) was found torn. The tear at the distal pierce hole displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length in multiple locations. The device defect (working length twisted) is an issue that could have been caused due to excessive manipulation of the device; interaction with the scope or with other devices, this may cause damages or deformities and directly affects the performance of the product. Therefore, the most probable cause for the complaint is ¿operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the cutting wire was not in the correct orientation of 11 o'clock. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.